Event description:
It was reported to philips that the defibrillator's battery was dead. The machine was plugged in but wouldn't hold a charge. There was no reported patient or user involvement and no adverse patient/user impact.